Manufacturer narrative:
Corrected information added to d1, d4, g1, g5 (omitted on initial) additional information h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unknown quantity of unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were damaged; further described as "bits of plastic would break off after closing the clamps." It was further reported that pliers were used to get the clamps to latch. This issue occurred during setup and preparation. There was no patient involvement. No additional information is available.